Manufacturer narrative:
(B)(4). This complaint, for a check lines and bags alarm, was not confirmed. The used sample was not returned to baxter for evaluation. The root cause could not be determined. Labeling review was found adequate for the potential use error in the complaint. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's technical service center regarding a check lines and bags alarm that appeared on the home choice (hc) device during priming. The technical service representative (tsr) asked the home patient (hp) where she was draining to. The hp stated that she drained into the bathroom with a drain line extension. The tsr asked if she was using a new line tonight and the hp stated no. The hp stated that she changed the cassette. The tsr asked if she changed the bags as well and the hp stated no. The tsr instructed the hp to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Sample availability and lot number is unknown. Should additional information become available, a follow up MDR will be submitted.a 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s